Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient's cgm was reading 140 mg/dl and the blood glucose reading was 80 mg/dl before breakfast. An unknown time after this, the patient was rushed to the hospital with low blood glucose. When the patient arrived at the hospital, she was unconscious and had gone into spasm. The patient was treated with an intravenous glucose infusion. At the time of the report, which was the same day as the day of the event, the patient had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B5: describe event or problem- additional. B6: relevant tests/laboratory data,inclu - correction. H2: correction/additional information. H6: health effect impact code - additional.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient had breakfast, and the same day of the event in the afternoon, the patient was rushed to the hospital by an ambulance with low blood glucose. The cgm reading was at first 110 mg/dl and then later it was 80 mg/dl at 5:06 pm, low at 5:11 pm, low at 5:16 pm, 45 mg/dl at 5:21 pm, 56 mg/dl at 5:26 pm, 83 mg/dl at 5:31 pm, and 118 mg/dl at 5:36 pm. The patient had lost consciousness and was brought to the hospital. It is unknown what the exact time was that the patient lost consciousness, but the patient already experienced symptoms of hypoglycemia when the cgm reading was 110 and 80 mg/dl. The patient arrived at the hospital at 5:40pm, and at that time the blood glucose reading was 80 mg/dl. The patient was treated with an intravenous glucose infusion. The patient was hospitalized for 2 days, and at the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.